Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I ended up bleeding for nearly 2 months') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 12 years. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abnormal weight gain ("excess weight / literally gained 10 lbs overnight"), arthralgia ("joint pain"), back pain ("excruciating back pain"), anxiety ("anxiety"), abdominal distension ("e-belly"), musculoskeletal pain ("shoulder blade pain"), swelling face ("swelling face") and peripheral swelling ("swollen feet\swelling thighs\swelling fingers"). The patient was treated with surgery (to remove essure/most of the reproductive system removed). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage outcome was unknown, the abnormal weight gain, back pain, anxiety and abdominal distension had not resolved and the arthralgia, musculoskeletal pain, swelling face and peripheral swelling had resolved. The reporter considered abdominal distension, abnormal weight gain, anxiety, arthralgia, back pain, genital haemorrhage, musculoskeletal pain, peripheral swelling and swelling face to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event excess weight, swollen feet\swelling thighs\swelling fingers, swollen face' was added. Reporter information added. On 23-mar-2020: data received from social media. New reporter was added. New events 'I ended up bleeding for nearly 2 months', , 'excruciating back pain', 'anxiety' and 'e-belly' were added with outcome. Event medical device removal deleted and surgery added to genital hemorrhage. On 23-mar-2020: social media received. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.